Manufacturer narrative:
On 23-dec-2025, bwi received additional information regarding the event. The reason the catheters were removed and no ablation was conducted was that the patient had multifocal atach¿s (atrial tachycardias) that could not be mapped and ablated so the physician decided to implant a pacemaker and do an av (atrioventricular) node. No mapping was performed with the bwi/non-bwi catheters prior to removing them from the patient. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number 31717036l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
During a supraventricular tachycardia (svt) ablation procedure with a thermocool smarttouch sf catheter, prior to ablation, the patient experienced pressure drop and pericardial effusion treated with pericardiocentesis. The patient was stable and the procedure was aborted. Prior to the event, a thermocool smarttouch sf catheter had force error, but was replaced. Initially, the report indicated that the thermocool smarttouch sf catheter had an error - force data streaming error (error #unknown) displayed on the carto 3 system. The medical team disconnected and reconnected the catheter from the cable and piu (patient interface unit), but the issue remained. They replaced the cable without resolution. Then, they replaced the catheter and the problem resolved. The case continued. Then, at the conclusion of the svt, the physician determined to put in a pacemaker, but before prepping, the patient¿s pressure started to drop. They did a chest echocardiography, and this was when they noticed a pericardial effusion. The physician did pericardiocentesis and drained 350cc. The last known status of the patient was stable. When they noticed the pericardial effusion there were no bwi products in the body at the time. The devices used were a decanav catheter, thermocool smarttouch sf catheter, reprocessed stryker quad catheters (x2) all were previously in the body. The ngen generator was in use, but no rf applied. Carto 3 system was used for the procedure. The case was aborted. Information obtained via phone call indicated that the case was aborted prior to the patient undergoing ablation procedure and the bwi devices were not in the patient. The female patient was frail, and after evaluating the svt arrythmia for single vs dual conduction pathways, the physician determined the need to implant a pacemaker before the ablation procedure. However, the pericardial effusion was found, and the procedure was aborted. The catheters were used in the patient during svt evaluation, but were removed. The physician was unsure what caused the adverse event. The outcome of the adverse event was that the patient fully recovered (no residual effects). The patient required extended hospitalization because they stayed overnight for monitoring. No transseptal puncture was performed. Prior to noting the pericardial effusion / cardiac tamponade, ablation was not performed. No evidence of steam pop was noted. The flow setting was 8ml/min. The patient did not require cardiac surgery. The patient was in the room at the time of the cancellation. The patient was under sedation with propofol and local anesthesia. In the physician¿s opinion, the cancellation of the procedure did not contribute to a death or a serious injury to the patient.